Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the patient was implanted with the device 9 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The sales consultant reported that during an investigation on (B)(6) 2013 of a non-union case, x-rays revealed a broken plate. It was also reported the original surgery was performed 9 months ago. This is 1 of 1 device for this event reported on (B)(4).